Event description:
The connecting coupler on the realize band (this connects the lap band tubing to the port device) migrated from the port position to the peritoneum. The patient was scheduled for surgery for an issue related to the band but unrelated to this problem. During the diagnostic ultrasound the surgeon discovered the migration of the coupler. This could have potentially caused the band to become disconnected from the port.the band was placed approximately 3 years ago. The date of the patient's last fill and the amount of the last fill are unknown. Patient was in ed on approximately three months ago with complaint of abdominal pain. Md drained "all the fluid out of the band"; ed diagnosis was diverticulitis.